Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer was using humalog u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the infusion set was changed to address the issue. Customer's blood glucose was 140 mg/dl.